Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon reportedly used monopolar when removing the implant and bipolar for hemostasis. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The electrode and no lock conditions prevented an electrical test from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed corrosion on some electrode wires. The reported failure of this device is attributed to an electrode short in the electrode pocket, which was confirmed during sem analysis. A corrective action was implemented. This version of the hires ultra device is no longer distributed. However, the device was received in a no-lock state and communication with it was not possible. The reason for this failure is attributed to a short circuit inside the analog chip. It is believed that electrostatic discharge during the use of monopolar electrocautery led to an overload voltage, damaging structures inside the analog chip at the case ground node. This ultimately caused the device to cease functioning. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.